Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported the patient's blood glucose measured 193 mg/dl and 30 minutes later the patient was experiencing hypoglycemic symptoms of weakness, rapid heart beat, pale face, and almost fainted. The mother treated the patient with sugar for for one hour to an hour and a half until the patient was better.